Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two 375cc mentor memorygel breast implants and experienced generalized illness symptoms including fatigue, joint inflammation, slow recovery, brain fog, cognitive dysfunction, skin problems, rashes digestive issues, metallic taste in her mouth, insomnia, food intolerance, kidney issues, liver issues, burning sensation in the left breast, pain, headaches, ear issues, sinus issues, abnormal blood test, and allergies post-operatively. As a result, the patient underwent explantation on (B)(6) 2022. This report is for the right side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).